Event description:
It was reported that the lead integrity alert (lia) triggered, and the lead exhibited oversensing and noise. Due to the noise there was inhibition of pacing. The lead status is unknown. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Without a lot number or device serial number, the manufacturing date cannot be determined.